Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the reported allegation against the lead was confirmed based on a failing wire insertion test, blockage was encountered in the lumen from the terminal pin. Furthermore, visual inspection showed the blockage was likely an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction.

Event description:
It was reported that this lead was attempted implant due to the guidewire was unable to advance through the lead. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was attempted implant due to the guidewire was unable to advance through the lead. The lead was never in service. No adverse patient effects were reported.